Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the ccc board to fix the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc board was visually inspected, where no issues were found. The ccc was taken to a programming station where it was confirmed bricked. The ccc was unbricked, and reinstalled where the system functioned normally. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that when powering the system up the system displays message indicating the console is not connected or powered. Csr powered off and reset the tower and console breakers and ensured fiber cable was connected. Issue reoccurred on power up and will not resolve. Error logs are not updated to include errors. Field service engineer (fse) to follow up. There was no report of patient involvement or patient injury.